Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Company representative reported via phone call that the screen was unreadable. Customer's blood glucose was 600 mg/dl. Customer was treated with insulin injections. Company representative reported on another incident, customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer was not wearing the device during time of hospitalization. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.